Event description:
Customer's daughter reported blood glucose results of 188 mg/dl and 65 mg/dl within 10 minutes on the aviva sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.